Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported infection at the sensor site, with symptoms of oozing and swelling, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported.the user's hcp was aware of the event and prescribed the user with neosporin as per dms, the user is currently not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported infection at the sensor site, with symptoms of oozing and swelling, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event and prescribed the user with neosporin as per dms, the user is currently not using the system since (B)(6) 2025.